Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 800 mg/dl. The customer's other blood glucose was 750 mg/dl, 400 mg/dl, 40 mg/dl. The customer was treated with manual injection for high and for low treated with carbohydrate. The customer did experienced the symptoms such as cough and urinating plenty. Troubleshooting was done for high blood glucose and under delivery. Customer reported that insulin pump received insulin flow block alarm. The insulin pump will not be returned for analysis.